Manufacturer narrative:
On july 8, 2020, mentor became aware the patient would undergo explantation on (B)(6) 2020. Reason for device explant and/or reoperation: capsular contracture (baker grade unk), rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2020, mentor received additional information indicating the patient's previously unknown baker grade was confirmed to be baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7, 2020, mentor completed evaluation of a returned photo of the device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture and capsular contracture complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor memorygel breast implant 275cc, catalog # 3502754bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 275cc and experienced capsular contracture, baker grade unknown and a rupture on the right side post-operatively, which were confirmed by a physician via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.